Event description:
A report was received from health canada's canada vigilance program which states "IV pump bolus pt with fluid when set to run at a rate of 125ml/hr. IV bag hung and infusion rate and vtbi checked per orders at 00:00 when hanging second bag of d5w with ns. When returned 1 hr later bag completely empty. Infusion discontinued at this time. Volume on pump states that volume infused is 1039ml when patient technically got 2039ml with the bolus." There was patient involvement but no harm. Bd became aware of the additional information through customer follow ups. It was reported by the hospital's clinical engineering team that the devices and consumables were not sequestered and so incident could not be investigated. The customer reported that the description of event suggests it may have been a failure of the back-check valve in the secondary set. Although requested, the customer stated that the device will not be sent to bd for investigation.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.